Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges slid off of the pump. There were no alerts/alarms. There was no reported impact to blood glucose. Multiple requests were made by tandem technical support to obtain additional information, customer did not reply.